Manufacturer narrative:
(B)(4). Expired test strips were returned for evaluation - unable to test. Meter was returned- reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 17-apr-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 180 mg/dl am fasting a week ago. Customer also stated the meter is reading higher than another device. The customer¿s expected blood glucose test result is <100 mg/dl am fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strips are expired: manufacturer¿s expiration date is 04/30/2022 and open vial date is 1 month ago. The customer doesn't have the new vial of unopened test strips with him. The meter memory was not reviewed for previous test result history.